Event description:
The customer reported to olympus, the flex video scope has a scope communication error b30 and error 215. The issue was found during preparation for use for a bronchoscopy with bronchoalveolar lavage and transbronchial biopsies procedure that was completed with a similar device. There were no delay or reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed no image(black)code b30, after aeration image is restored. The scope have a lot of corrosion in connector. Charged coupled device shrink tube cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused damage to the electronic components; as a result, the error message was displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU). ¿important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system". Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.